Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, and caller experienced issue where fill estimate appeared static at 50 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large changes in pressure used to estimate remaining insulin and advised that once actual insulin amount matched the static display, the estimate would begin decreasing normally, and caller understood and acknowledged this information.